Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had and the pump had replace battery now alarm. The customer¿s blood glucose level was unknown. Customer did not receive a low battery alert prior to the replace battery now alarm. It was reported that the second occurrence of replace battery now without a low battery warning. It was reported that the new battery issue was resolved. The customer was advised to insert a new or fully charged aa battery. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.